Event description:
It was reported that the patient received ventricular tachycardia (vt) therapy from the right ventricular (rv) lead but the defibrillation energy in joule measurements was very small. The vt was resolved eventually. Low impedance was also observed on the high voltage portion of the rv lead. Lead insulation damage was suspected and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).